Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that as per the mitraclip ntr/xtr instructions for use (IFU) states, remove the cds and clip introducer simultaneously from the guide by pulling on the sleeve shaft and clip introducer. Ensure dc tip is inside the clip introducer by visualizing the proximal sleeve alignment marker just outside the clip introducer. Do not remove the tip of cds from the guide without removing clip introducer simultaneously. All available information was investigated, and the reported failure to follow instructions appears to be related to the user error not following steps in the IFU, which likely resulted in material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report detachment of the clip introducer. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was successfully implanted. During removal, it was noted that the nurse wanted to discard the cds, but was unaware it was still inside the steerable guide catheter (sgc). The pulling of the cds caused the clip introducer to detach from the cds and remain inside the sgc. The physician was able to remove the sgc from the femoral vein without issue. It was noted that no air entered the anatomy. Mr reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.